Event description:
It was reported the patient experienced a shocking or jolting sensation the day of the call. The shocking started twenty days after a fall on the stimulator. The patient was bruised and hurt from the fall. They were brought to the hospital after the fall. X-rays showed that no leads were broken. The day of the call, it was raining and the patient felt like they were being electrocuted. The patient had turned stimulation off, but still felt something. The patient¿s buttocks felt numb. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0m0yv, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).